Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer had a blood glucose (bg) level of 300 mg/dl and insulin injections/lantus was used to address the high bg level. During troubleshooting with tandem technical support, the time on the pump was found to have been set to 12 hours ahead. As the contact corrected the time, the pump time "changed on her". Although requested, additional information was not provided.